Event description:
It was reported that during the implant surgery, after numerous attempts acceptable thresholds were achieved and the pocket was closed. One day post implant, in- terrogation revealed a high ventricular threshold again. The lead was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.